Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 240 mg/dl. The customer changed the supplies on the pump. A system check was not performed as the supplies had been changed.